Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic endoscopic procedure for treatment. The ultraflex tracheobronchial stent could not be deployed as the deployment suture broke. Another of the same device was successfully placed. The pt did not sustain any ill effect or complication as result of the deployment issue. The procedure was reported to be successful. The pt condition was noted to be fine.